Manufacturer narrative:
Other, other text: no defect was found in the returned device. Photos were returned of the pump and the embedded foreign substances. The manufacturing specification for embedded particulate allows for one at 0.80 mm2 and multiple at sizes less than 0.80 mm2. Using the size estimation chart for tappi t564 method (orange verification dot), the contamination (i.e., a fiber that was attached to the band either by the cuff adhesive or the parylene coating) on device #3 was measured under the magnification lamp. It measured between 0.15 mm2 and 0.10 mm2. The contamination was within the allowable range for adult spt product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was found to have a foreign substance on the tube. No adverse effects reported.